Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Manufacturer narrative:
Insulin pump had a button error alarm and no button response due to corroded keypad traces. No moisture damage found inside the insulin pump. Insulin pump received with cracked case at display window corners, battery tube threads, reservoir tube lip, belt clip slot and minor scratches on display window.

Event description:
It was reported that the insulin pump alarmed button error. The customer's blood glucose was 268 mg/dl. The customer stated that the insulin pump was under their arm and it was hot. The customer was asleep when the alarm occurred. The discontinuation of the device was advised. Nothing further was reported.